Event description:
It was reported that a few hours post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. Access was obtained through the right femoral artery. Angiography of the left circumflex showed a 75% stenosis in the proximal portion of the large second marginal branch. The stenosis was crossed with mild difficulty and direct stented with a taxus express2 3.5 x 20 mm drug eluting stent and deployed at 16 atm's. The 75% stenosis of the second marginal was reduced to 0% residual. The flow was brisk timi iii. The pt received heparin and ic nitroglycerin during the procedure. Plavix 600 mg was given post procedure and plavix 75 mg daily was ordered by the physician. A few hours later the pt had complaints of chest pain without diagnostic EKG changes. They returned to the cath lab for reevaluation to rule out a subacute thrombosis by a second marginal branch of the circumflex at the right of stenting. The pt was given an integrilin bolus and a drip was started. The thrombus was predilated with a 3.5 x 15 mm quantum maverick balloon at 6 atm's for 30 seconds. The balloon was then removed. The physician then implanted a taxus express2 3.0 x 32 mm drug coated stent just distal to the previously portion of the stent was then post dilated with a 3.5 x 15 mm maverick balloon at 12 atm's. Timi-0 flow was restored to timi-2 flow, with no residual stenosis. No further pt complications were reported. The pt was discharged from the hospital three days later.